Event description:
The manufacturer received a voluntary medwatch (mw5105004) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung nodules. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received a voluntary medwatch (mw5105004) in which it was alleged patient to develop lung nodules. No medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, it was observed an unknown white, gray, and black dust-like contamination (inconsistent with sounds abatement foam degradation) at the air inlet of the blower box. Also, there were tiny gray and black (inconsistent with degraded sound abatement foam) fibers/hairs at the air inlet of the blower box. Dust-like contamination on top of the blower box, the blower motor, and the blower motor seal. Black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Dust-like contamination on the bottom of the blower motor and inside of the blower motor. Potential mineral deposit spots on the bottom of the blower motor, indicating potential water ingress. Slight black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown white and black specks of contamination (inconsistent with degraded sound abatement foam) in the bottom the blower box. Investigation confirmed that there was no presence of degraded sound abatement foam using a fitt(foam integrity test tool) and the associated procedure. Section d8, d9, h2, h3 and h6 has been updated.

Manufacturer narrative:
The sections b1, b2, h1 and h6 have been corrected in this report due to pms decision change as follows: section b1 was corrected for product problem. (Both both adverse events and product problem was checked in the previous MDR.) Section b2 was corrected to blank . (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.

Manufacturer narrative:
The information from the previous report (a voluntary medwatch (mw5105004), a patient having pulmonary issues with coughing was missed to captured in the previous MDR report and that was captured in this report. Section h6 updated in this report.